Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The flow sensors were recommended for replacement. The resolution is unknown. Customer contact reports no patient information is available.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The patient was switched to manual ventilation. There was no report of patient injury.